Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the implant is worn, nicked and gouged. The device is also covered in a foreign material. As the device was not returned, an additional evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 14.5 years post implantation due to pain, hyperextension, and instability. Attempts have been made and no further information has been provided.